Event description:
Note: this MFR report pertains to one of three device complaints that occurred during the same procedure. Refer to MFR reports #3005099803-2009-05333, and 3005099803-2009-05334 for the associated device reports. It was reported to boston scientific corporation that three resolution clip devices were used during a gastroscopy procedure performed on (B)(6) 2009. According to the complainant, the physician wasn't able to deploy two of the clips. The physician used a third clip device which detached without handle activation. The procedure was completed with another resolution clip device. It was reported that there was no serious injury to the patient as a result of these events. The patient's condition post procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).